Event description:
Pt with complex medical history to include end stage renal disease, coronary artery disease who was admitted for chest pain and elevated troponin. Pt arrested during hemodialysis. Code team responded.pt shocked at 1204 200 watt level. Defibrillator did not shock on the third cardiovert. Defib fauet #78 & 79. Six minute interval between failed shock & staff obtaining another defib unit. Pt did not survive code.